Manufacturer narrative:
The field service engineer cleaned, replaced the sample probe, vacuum, sipper nozzle and diluent nozzles, mixing cup, valves, all electrodes, and the degassers. Quality control was performed and was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for six patient samples from the cobas 8000 cobas ise module. Sample 1 initial result was 147 mmol/l and the repeat result was 141 mmol/l. Sample 2 initial result was 148 mmol/l and the repeat result was 142 mmol/l. Sample 3 initial result was 149 mmol/l and the repeat result was 142 mmol/l. Sample 4 initial result was 149 mmol/l and the repeat result was 142 mmol/l. Sample 5 initial result was 145 mmol/l and the repeat result was 138 mmol/l. Sample 6 initial result was 149 mmol/l and the repeat result was 143 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.